Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test during pre-use check. A service engineer confirmed the issue and replaced a pressure transducer printed circuit board (pcb) and the pneumatic back-plane pcb. The ventilator passed the pre-use check and was returned for clinical use. The faulty pcbs were not returned, but logs were sent back for investigation. The reported issue could be confirmed in the logs, starting at 07/01/2021. Last time pressure transducer test passed was at 05/26/2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported fail in pre-use checks was confirmed in the returned logs. Since no goods was sent back, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).